Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, this catheter was advanced some resistance was noted when advancing at the point of the coronary sinus. After a short period this catheter was then successful advanced. Contracts was injected through the catheter which showed staining in the pericardial space with no outline of the coronary sinus. More contract was injected which showed up in the pericardial space causing effusion. The patient was stable but the physician elected to abandon the case. The catheter will not be returned. No additional adverse patient effects were reported.